Manufacturer narrative:
The returned device was evaluated and no damages or defects were found along the fluid path that would cause the device to leak. There were no tears or leaks found along the soft cannula during the leaks test. No blood or puss was observed on the adhesive pad. No damages or defects were found along the fluid path or the bottom housing that would contribute to skin irritation. The cause of the skin irritation could not be conclusively determined. The exposed portion of the soft cannula was observed to be kinked, this damage did not cause any leaks and fluid was observed exiting the distal tip of the cannula. The cause and timing of the damage could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported while a patient was wearing a pod between 24 and 36 hours their blood glucose level rose to 400 mg/dl. As treatment, the patient activated a new pod.